Event description:
Customer reported while the restraint was in use with a pt, hosp personnel was unable to unlock the restraint. Customer did not provide a date when issue was discovered. There was no injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The ankle strap lock post is missing on one of the cuffs making the lock difficult to open. The ankle strap lock on the second cuff does not engage onto post making it difficult to lock. (B)(4).